Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis were creases, wear abrasion and deformation. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5, a.6, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for left side. Device was explanted and replaced.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.